Event description:
Ous MDR - in both unipolar and bipolar the impedance for this lead was > 3000 ohms. There was no failure indication seen via an x-ray. This is all the information that was provided to us. The event date was not reported and despite there being no explant date provided, this lead has been returned for analysis.

Manufacturer narrative:
Ous MDR.